Manufacturer narrative:
(B)(4). Date sent: 09/16/2020. Additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported via: litigation received letter from counsel for patient which states patient underwent a laparoscopic sigmoid colectomy on (B)(6) 2019. Letter states that ¿when the surgeon inserted an eea stapler into the rectum, he noticed that part of the descending colon attached to the anvil didn¿t look healthy. He cut off an additional six inches from the descending colon and portion of the proximal rectum, re-inserted and fired again and checked for no leaks.¿ letter further states that ¿five days postop, patient was taken back to the operating room on an emergent basis and the surgeon observed a leak at the site of the anastomosis and also ischemia along the colon next to the anastomosis¿. Letter further states ¿patient¿s bowel came apart because the eea stapler malformed staples ¿ and patient was given a colostomy which was later reversed on (B)(6) 2019.